Manufacturer narrative:
Additional information: resistance was noted while advancing the device to the lesion. Excessive force was not used. The burst occurred on the first inflation. The device was not moved or repositioned in the lesion prior to the burst. Image analysis summary: an image shows a cto of the lad. A contrast image of the rca. An image shows a balloon delivered to the distal lad, pre-dilating the distal lesion. An image shows pre-dilation of the proximal lad. A contrast image following pre-dilation. An image shows further pre-dilation of the lad. A contrast image following pre-dilation. An image shows a cto of the lcx. An image shows a balloon delivered to the proximal lcx. An image shows pre-dilation of the mid-lcx. A contrast image of the lcx following pre-dilation. An image shows further pre-dilations of the distal lcx. A contrast image following pre-dilation. A stent is delivered to the distal lcx. Image shows an attempt to deploy the stent in the lad. The distal section of the stent has not expanded indicating a possible burst in the balloon. The device is withdrawn. An image shows pre dilation of the lesion in the lad. A contrast image following pre-dilation. An image shows a stent delivered to the lesion in the lad. An image shows the stent deployed in the lad. An image shows post dilation of the deployed stent. A contrast image of the vessel following post dilation. An image shows the stent delivered to the proximal lad. An image shows the stent being inflated and deployed. An image shows the post dilation of the stent. A contrast image showing the treated lcx and lad. An image shows the distal and proximal section of a delivery system. The stent is not present on the balloon. Blood is visible on the balloon, it is not clear from the image if the blood is inside the balloon. The lot number on the luer of the device corresponds with the lot number reported. Product analysis summary: crimp impressions were visible on the exposed balloon surface. The device returned with blood visible in the balloon and inflation lumen. The balloon failed negative prep. On pressurisation of the device, liquid was observed exiting the balloon distal cone. The balloon failed to maintain pressure. Upon visual inspection of the device, there was a short longitudinal tear on the balloon material immediately proximal to the balloon distal cone. The balloon material was jagged, uneven and protruding upwards at the tear site. No other damage evident to the remainder of the device. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Please note that this device (endeavor resolute ) is not marketed in the united states; however, it is similar to the united states marketed product (resolute integrity). If information is provided in the future, a supplemental report will be issued.

Event description:
During a procedure an endeavor resolute rx coronary drug eluting stent was used to treat a moderately tortuous, moderately calcified lesion exhibiting 100% chronic total occlusion in the mid left anterior descending (lad) artery. The device was inspected with no issues noted. The lesion was pre-dilated. Negative prep was performed with no issues noted. It was reported that the balloon burst at 9 atm during stent deployment causing the stent to not fully deploy. The stent was not damaged during the implantation and was fully deployed by the posterior balloon inflation. There is no patient injury reported.